Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose of 40 mg/dl on (B)(6) 2017 and on other occasions as well. The customer used juice and glucose tablets to treat the lows. The customer changed his basal rates to half due to the every day lows. The customer also had high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 560 mg/dl at the time of the incident. The customer was given intravenous insulin to treat the high. The customer experienced symptoms such as throwing up. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The caller stated that the recalled infusion sets may have caused the customer's lows and hospitalization. The customer was taken off the pump for about 3 to 4 weeks by a diabetes educator and has been using manual injections. The insulin pump will not be returned for analysis.